Manufacturer narrative:
The insulin pump had cracked reservoir tube lip, cracked battery tube threads, and minor scratches on display window noted during visual inspection. The device was monitored. All operating currents tested within specific range. No blank display noted.

Event description:
It was reported that customer received an alarm and had a blank screen display. After several battery changes, screen display did not return. Insulin pump would be replaced. Customer's blood glucose was 85 mg/dl. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).